Event description:
It was reported that there was an air leak at handpiece and hose, prior to procedure. There was no harm, no delay, and no variance in technique. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will be returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: review of the most recent repair record determined the rpms were in specification but air was leaking, the control bar was in the correct position and calibration was in at all readings. The bearings, spring seals, throttle, and o-ring on the swivel were replaced and resolved the reported issue. The event is confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.